Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic completion proctectomy with ileoanal pouch anastomosis one of the units disintegrated during the surgery. The device fired the full linear range, the users only noted that there was a problem once the stapler was removed and it was clear that the blade had not cut in between the staples. There was poor staple formation, the staples started coming off the mucosa almost immediately. There was tissue damage, the mucosa of the staple line became inflamed and came apart from the staple line. To correct the condition the user over-sewed the two layers. A new stapler was used for the remainder of the pouch and was over sewn for reinforcement. Surgical time was extended by 30 minutes or more. No reinforcement material was used.